Manufacturer narrative:
Additional information: d1, d4 (model and catalog#, UDI), d8, d9, g3, g4 (510k), h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload came attached to an adapter. The reload was pre-fired and the jaws were found to be clamped. The reload was removed without difficulty by pressing the blue unload switch back then twisting and removing the reload from the adapter. The reload adapter was found to be broken and the articulation flag was found to be bent. It was reported that the jaws will not open, the instrument was difficult to unload and was broken. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur due to over flexure of the reload while attached to the instrument and if the loading unit was forcefully rotated while only partially inserted into the instrument shaft or if trying to remove loading unit without articulation lever being in neutral position. The evaluation detected an unreported condition: of device pre-fire. The product analysis noted evidence that the device was not used as intended. The pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to insert or remove the instrument from the trocar sleeve if the instrument is in the articulated position. Failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the reload could not open when its inside the patient. It was noted that the scrub nurse was able to set up the device normally. Upon removal from the patient, the connection between reload and adapter looked damaged. The adapter cannot detach from the reload. The issue occurred on two adapters and two reloads. A new adapter was which was the third one and a new reload was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter (serial# (B)(6)) sigadaptstnd, sig power sigadaptstnd linear adapter (serial# (B)(6)) sigphandle, sig power sigphandle handle (serial# unknown) unknown endo gia sulu, (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.